Manufacturer narrative:
Device evaluation completed on november 30, 2022: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast augmentation with a mentor memorygel 250cc silicone prosthesis experienced unknown-sided silent rupture post procedure. The issue was diagnosed through ultrasound examination. As a result, patient underwent unilateral replacement with an unspecified implant on (B)(6) 2022.

Manufacturer narrative:
Additional information received on december 3, 2022 indicated that date of event was on 2022-mar-09. Patient underwent unilateral implant with cat#: 3502501bc, sn#: (B)(6). The procedure was breast augmentation revision. Patients initial is (B)(6), and her birthdate is 12/1/1991. Suspect device received on december 06, 2022. Device evaluation completed on december 11, 2022. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sx mpp gel 250cc breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the posterior view measuring approximately 0.3 cm. A microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4) initial report h10, mistakenly reported device evaluation instead of devices' image evaluation.